Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was missing. Customer stated that insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. (B)(4).